Event description:
It was reported that the first fiber was noted to end fire (forward fire) @ 185,473 joules, 26:42 minutes of lasing time at 120 watts. The fiber was exchanged and the second fiber began to end fire (forward fire) @ 54,653 joules. 9:11 minutes of lasing time at 120 watts. The procedure was completed using a third fiber with no injury to the patient. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).